Event description:
Legal counsel for the patient reported that patient underwent total left hip arthroplasty on (B)(6) 2003 and total right hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, metallosis and elevated metal ion levels and that a left hip revision procedure was performed on (B)(6) 2012. A review of invoice history confirmed the modular head was removed and replaced during the left hip revision. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-03041 / 03042).

Manufacturer narrative:
This follow-up report is being filed to relay x-ray and MRI findings as well as information in operative notes, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-03041 / 03042 and 1825034-2013-04831).

Event description:
Legal counsel for the patient reported that patient underwent total left hip arthroplasty on (B)(6) 2003 and total right hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, metallosis and elevated metal ion levels and that a left hip revision procedure was performed on (B)(6) 2012. A review of invoice history confirmed the modular head was removed and replaced during the left hip revision. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information in revision operative notes from (B)(6) 2012 indicates that metallic debris was noted within the hip capsule. The acetabular component was grossly loose and had no ingrowth. The head and acetabular component were removed and replaced.